Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed assistance priming the pump. Customer's blood glucose level was 553 mg/dl. Customer treated with an injection. Customer stated that they are unable to remove the battery cap on their pump. Customer attempted to remove the battery cap with a quarter and a large, flat-head screwdriver, but they were not able to remove it. Customer was advised to monitor the pump. Battery cap will be replaced. Customer stated that she has a black circle on the pump and there is no battery life in the battery illustration on the pump. No further assistance needed.